Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon popped on the short prot. A replecement unit was used to complete the procedure. The hospital did not report any patient complications.